Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker performed a clinical review of this event and determined device use caused the patient's reported outcome due to user error. The customer reported that during an elective synchronized cardioversion at approximately 09:42 am, a shock was delivered, after which the patient developed ventricular fibrillation (vf). The customer reports they pressed the sync button, however, review of the keylogs show no attempt to press the sync button prior to shock delivery. The customer reports the device showed the patient rhythm as asystole, however, review of the device's electronic data shows the rhythm to be ventricular fibrillation. Overall, the user failed to place the device in sync mode, and therefore the device delivered and unsynchronized shock, converting the patient from a viable rhythm to a life-threatening rhyth, and resulting in death of the patient. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device showed asystole on rhythm check, but they can see on telemetry that there is still ventricular fibrillation. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient associated with the reported event did not survive.